Event description:
It was reported that the pump exhibited an error code. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found damage. Functional testing found "error code, lec 1310" on the pump display during the investigation. Recommended clock battery to be replaced. The 1310 error occurs when the pump is stored long enough with the batteries installed for the batteries to become depleted (i.e. Several weeks). The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).